Manufacturer narrative:
Fields changed: b4, b5, g4, g7, h1, h2, h6. The device was inspected through x-ray, and a visual and histopathological examinations were also conducted. The results showed that, on the pericardium, there were bloodstains and organic deposition. In addition, intrinsic and vegetating calcifications were detected in all the leaflets. The histopathological examination confirmed that the stent and the skirt were covered by fibrous pannus that on the inflow side protruded 3-5mm into the lumen, narrowing the annulus, and contributes to stenosis. The stent was deformed near post 1, reasonably during the explant procedure. Reddish areas due to coagulated blood entrapment were present on almost all the surfaces. The pericardium appeared slightly thicker than normal because of intrinsic calcifications. The collagen bundles were disrupted, defibrated and homogenated. Fibrous pannus and thrombus depositions were detected. Bacteria were not detected with the gram stain. Based on the investigation performed, the leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural valve dysfunction is the major cause of failure of bioprosthetic heart valves and it is listed among the possible adverse events in the perceval IFU. The event is, therefore, a known inherent risk of the device. It is possible that the patient¿s clinical history and risk factors may have contributed to the event. Furthermore, based on the device ultimately implanted (perimount 25mm) a mis-sizing could have also contributed to the reported svd. However, since it was not possible to retrieve any additional information on the patient's medical history, this cannot be ultimately confirmed.

Event description:
A patient received a perceval pvs23 in 2014. In (B)(6) 2019, the presented at the hospital with aortic stenosis and a peak gradient of 85 mmhg. The valve was explanted and replaced with a perimount 25 mm valve. The surgery went well and the patient outcome was good. Since the pvs23 was implanted in another hospital, the site confirmed that it is not possible to retrieve information on the patient's clinical history, risk factors, and medication.

Manufacturer narrative:
The valve was received for analysis on 29-may-2019. Pannus overgrowth was present on the inflow skirt and metallic stent. Blood stains and organic deposits were present on the pericardium. A portion of the outflow crown of the tent was altered and deformed. Investigation is ongoing.

Event description:
A patient received a perceval pvs23 in 2014. In (B)(6) 2019, the presented at the hospital with aortic stenosis and a peak gradient of 85 mmhg. The valve was explanted and replaced with a perimount 25 mm valve. The surgery went well and the patient outcome was good.